Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 103 mg/dl at the time of the incident. Customer reported that pump had deep scratch into the screen as pump was fell due to belt clip came off. Customer reported that she can¿t read the part of screen. Customer reported that as she is rubbing the screen with her thumb she can feel parts of the screen in her thumb. The pump will not be returned for analysis.

Manufacturer narrative:
Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.